Event description:
Pt reported to FDA via maude event report-(excerpt). In 2003-pt underwent abdominal incisional hernia repair with mesh implant. Pt reported that she underwent abdominal incisional hernia repair with mesh implant in 2003. Since that time, has experienced pain, suffering, 2 inch protrusion in her abdomen, and (B)(6) weight loss in 1 1/2 weeks which resulted in seizures. The pt reported she had emergency surgery and another hernia. The pt also reported that she looks severely malnourished and cannot drink water, has issues having bowel movements even with the use of laxatives, has numbness and the mesh is embedded into her organs.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. No initial reporter contact info included on the maude report, therefore no follow-up can be made. We therefore, consider this report complete to the best of our current knowledge.